Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was an issue with the battery. There was no patient involvement.

Event description:
It was reported that there was an issue with the battery. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted battery passed all testing. No fault found with customer stated problem. Replaced unresponsive keypad and corroded right iui. A review of the device history record for (B)(6) was performed from date of manufacture 06/27/2019 to present date 12/28/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key (no power to keypad). The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# 1120033 pcu unresponsive keys CAPA# ca-2018-0161 iui conn issues